Event description:
During analysis of the returned device, it was noted that the main coil was broken. There were no clinical consequences reported to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the main coil was stretched and broken. Functional analysis was unable to be performed as the main coil was broken. Information available indicated that no anomalies were identified on the device prior to use and that the physician retracted and re-inserted the coil several times during procedure. Based on the investigation and the information available, it is likely that the multiple attempts to insert the main coil resulted in observed damages.

Event description:
During analysis of the returned device, it was noted that the main coil was broken. There were no clinical consequences reported to the patient.